Event description:
Per the audiologist's report, the patient's performance with the cochlear implant system is "intermittent". All external equipment was exchanged, but the problem was not resolved. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with electrode anomalies on 3 electrodes. Reprogramming was recommended. However, the audiologist indicated that the patient would probably have the device explanted and a new device reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labeling.